Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 0002184052-2016-00044.

Event description:
It is reported two screws fractured during the operation. There was no injury to the patient, the screws were removed and replaced during the same operation.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Device available for evaluation?, date received by MFR, device evaluated by MFR?, and evaluation codes were updated based on the receipt of the device. Two devices were returned that were not reported, the complainant confirmed they were part of this event. Report two of four for the same event, reference 0002184052-2016-00044-1, 0002184052-2016-00201, and 0002184052-2016-00202.

Manufacturer narrative:
The returned devices were visually examined. The screws were found disassembled and the flanges were found damaged, confirming the complaint. The manufacturing records were reviewed; there are no indications of manufacturing issues which would have contributed to this event. The damage likely occurred when the screws fully tightened while the shanks were separated and rotated.